Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Five days after onset, the patient was hospitalized for the event. During hospitalization, the patient was treated with intraperitoneal vancomycin (1g, twice a week for 3 weeks) for the peritonitis. Ten days after hospitalization, the patient was released. Dianeal therapy was ongoing. At the time of this report, antibiotic treatment had been completed and the patient had recovered from the peritonitis. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).